Event description:
The customer reported that when they are running the op check and hit charge the unit reboots.

Manufacturer narrative:
(B)(4): the customer reported that when they are running the op check and hit charge the unit reboots. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.